Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen would only illuminate when plugged into a power source. Customer had elevated blood glucose levels (250 mg/dl). Customer reverted to manual injections to stabilize blood glucose levels. Reportedly, pump became fully charged and touchscreen began functioning as intended.